Manufacturer narrative:
Numed notified of this medwatch report by braun interventional systems. Braun interventional systems received the report from b. Braun medical. B. Braun medical received the report from the FDA. The medwatch report contains very minimal information and there is no information as to who the user facility/initial reporter is. Numed is unable to even confirm this complaint. Based on the minimal information that was supplied in the user facility medwatch report, we can determine that this device was being used off-label. This device is only approved for pulmonary valvuloplasty and in the report it states that it was being used for balloon aortic valvuloplasty. A comparison catheter of the same catalog number was pulled and tested for burst pressure. The rated burst pressure for this size is 7 atm. The comparative catheter was inflated to rbp with no issues. It was then taken above the rbp and didn' burst until 11 atm, which is well above the labeled rated burst pressure for this device.

Event description:
Medwatch form received by bis from FDA - "during balloon aortic valvuloplasty, the balloon initially inflated but ruptured. As a result, this balloon was removed and another balloon was inflated successfully."